Event description:
It has been reported that the device is not functioning correctly.

Manufacturer narrative:
(B)(4). This report has been previously reported on (B)(4) with MDR# 3030677-2016-01679. Device investigation is pending the return of the device.